Event description:
Reportedly, during the implantation attempt, the atrial vega r52 lead was tested using a psa. No sensing was detected, and impedance values were greater than 3000 o. The psa testing cables were changed; however, the same abnormal electrical values were obtained. The atrial vega r52 lead was then connected to the device. Upon interrogation, the implant detect test could not be completed due to atrial lead impedance exceeding 3000 o. The lead was removed from the device header and connected to a different psa. Noise was detected, and impedance remained above 3000 o. The atrial lead was subsequently removed, and a new lead was implanted.